Event description:
The initial reporter alleged an increase in unexpected reactive results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 8800 instrument during august 2021. The data provided included the following results: barcode 105821002341 generated an hiv reactive result with a cycle threshold (CT) value of 38; barcode 105721002042 generated an hiv reactive result with a CT value of 42.2; barcode 101921005132 generated a hepatitis b virus (hbv) reactive result with a CT value of 41.3; barcode 104321002418 generated an hiv reactive result with a CT value of 40.3; barcode 107221002434 generated an hiv reactive result with a CT value of 40.1; barcode 102421004481 generated an hbv reactive result with a CT value of 42; barcode 101321004998 generated a hepatitis c virus (hcv) reactive result with a CT value of 40.1; and barcode 101321005090 generated an hiv reactive result with a CT value of 40.1. All samples were repeated from the same tube, and the repeat results were non-reactive. Serology results for all samples were non-reactive. Blood donations associated with these samples were destroyed.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay was performing within specifications. A review of the data provided indicated that all samples with initial reactive results were non-reactive upon repeat testing, and serology results were also non-reactive. Growth curve analysis showed late amplification for the alleged samples, while positive control targets and internal controls demonstrated sigmoidal growth curves, confirming proper assay functionality. No trends were identified for the associated reagent lots, and no internal non-conformance's were found. The most likely cause of the discrepant results was attributed to non-specific amplification for hiv and hcv samples, and potentially an occult hbv infection for the hbv sample. However, a definitive root cause could not be determined due to the unavailability of the amplification-detection plate for further analysis. The device remains in operation at the customer site, and no further issues have been reported.